Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 (device), h6. Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article received titled, " computer-navigated versus conventional total knee arthroplasty" literature article "computer-navigated versus conventional total knee arthroplasty a prospective randomized trial" (2012) by young-hoo kim, md, jang-won park, md, and jun-shik kim, md published by the journal of bone and joint surgery http://dx.doi.org/10.2106/jbjs.l.00142 was reviewed. The article purpose: to determine whether computer navigated total knee arthroplasty improves the clinical function, alignment, and survivorship of the components. The article reports: the results of 520 patients with osteoarthritis who underwent computer-navigated total knee arthroplasty for one knee and conventional total knee arthroplasty for the other were compared using multiple clinical measures. Depuy pfc sigma cr-mb prosthesis was used in 400 knees and a competitor prosthesis was used in 640 knees. The data demonstrated no difference in clinical function or alignment and survivorship of the components between the knees that underwent computer-navigated total knee arthroplasty and those that underwent conventional total knee arthroplasty. There were two reported deep infections, but the authors did not disclose in which product these were found. Depuy products involved: pfc sigma cr-mb. Complications: aseptic loosening of tibial component (6), surgical intervention (6).